Event description:
Us legal claim bilateral patient. It was reported that left hip revision surgery was performed on (B)(6) 2017 due to metallosis, heterotrophic ossification and loosening of femoral component. The patient started reporting pain and decreased range of motion since 2016. The primary left hip surgery was performed on (B)(6) 2010.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to metallosis. During surgery the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Without the images, the explanted device, metal ion levels, pathology reports, or surgical findings we are unable to confirm the reported metallosis. The root cause femoral head loosening could not be concluded. However, the deviation from reaming 2-3 mm undersize is noted but probably didn't contribute to the femoral loosening but it cannot be concluded its link to the reported metallosis. The patient's four months post-revision follow-up visit reportedly showed a stable implant, good progression through physical therapy, overall improvement with his left hip replacement. In addition, the patient reports his quality of life has significantly improved. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed due to metallosis.